Event description:
It was reported that the patient underwent the primary surgery via tha with the liner in question 20 years ago. The surgery was completed successfully without any surgical delay. After the surgery, the liner has been worn out. The patient needs revision surgery. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.